Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of the episode noted myopotential oversensing, noise, and low r-wave amplitude measurements. Testing of the system was able to reproduce myopotentials. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The explanted system remains with the patient and no consent was given.